Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds were leaking. Additional malfunctions include the hose clamp for the sieve beds were replaced, the zip ties for the sieve beds were replaced, and the inlet filter was dirty.